Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the ipg was not holding its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.